Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic lobotomy, procedure, the surgeon successfully fired 3 reloads, but on the next stapling process in stapling the lung tissue, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. New handle and the same reload were used to resolve the issue in order to complete the case. There was no patient injury.